Manufacturer narrative:
(B)(4). Physio-control has attempted to contact the customer regarding the resolution to the reported device failure but have been unsuccessful in reaching the customer. The repair status of the device is unknown. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device would not recognize a connection to the therapy cable assembly. This was discovered during testing and there was no patient use associated.

Manufacturer narrative:
The customer contacted physio-control and advised that after replacement of the therapy connector assembly, proper device operation was observed through functional and performance testing. The device has since been placed back into service for use.